Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient's urine sample tested for total protein urine/csf gen.3 (tpuc3) and urea. Of the data provided, the results for tpuc3 were erroneous. The erroneous results were reported outside of the laboratory. The initial tpuc3 result was 0.01 g/l. This result was reported outside of the laboratory where it was questioned. The patient's urine dipstick test showed high protein so the physician requested the sample be repeated. The repeat result was 1.97 g/l. The patient's urinary protein creatinine ratio was also reported to the physician as 4.7. No adverse event occurred. The tpuc3 reagent lot number and expiration date were not provided. The customer changed the sample probe on (B)(6) 2015. It was noted that a sample alarm displayed around the time of the erroneous results. The field service engineer (fsr) visited the customer site on (B)(6) 2015. It was noted that the sample probe was not in the proper position and rinse tubes on the rinse station were flowing poorly. The rinse tubes were bleached and tested and there was a major improvement in the flow through the nozzles. Contamination of the sample probe by insoluble material is a typical root cause. The initial replacement of the sample probe did not solve the issue as the sample probe was not placed properly. This can lift the sample probe slightly and can cause misplacement of the sample. The field service representative has corrected the issue.